Event description:
Reporter indicated that during generator replacement surgery, device diagnostic testing of the replacement generator connected to the original lead resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Proper connection of the lead and replacement generator was confirmed. The lead was disconnected from the generator, after which device diagnostic testing of the replacement generator alone was within normal limits, indicating a probable issue with the original lead. Device diagnostic testing of the original generator with the original lead was not performed prior to surgery. The original generator was explanted and the replacement generator was not implanted. The lead was left in situ with plans for replacement surgery at a later date. It was also reported that upon explanting the original generator, the lead polarity was noted to be reversed; the positive connector pin was in the top (negative) cavity of the generator header and the negative connector pin was in the bottom (positive) cavity of the generator header. The pt had reportedly experienced a 25% increase in seizure activity above previous efficacy with the vns therapy in the five months prior to generator replacement surgery, which was believed to be due to normal generator battery end of life. Review of manufacturing records for both the original pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance. Lead break is suspected. Investigation has been unable to determine whether the suspected lead break was present prior to generator replacement surgery or whether the lead was damaged during the generator explant procedure.